Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillators (crt-d) device experience inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. Rv shock impedance were high out of range measuring greater than 200 ohms. It is recommended to further follow up with the physician. This rv lead remains in service. No patient adverse effects were reported. Additional information received indicated that the lead was surgically abandoned and successfully reported. No additional adverse effects were reported.

Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillators (crt-d) device experience inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. Rv shock impedance were high out of range measuring greater than 200 ohms. It is recommended to further follow up with the physician. This rv lead remains in service. No patient adverse effects were reported.

Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillators (crt-d) device experience inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. Rv shock impedance were high out of range measuring greater than 200 ohms. It is recommended to further follow up with the physician. This rv lead remains in service. No patient adverse effects were reported. Additional information received indicated that the lead was surgically abandoned due to lead fracture. Subsequently a new lead was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. This report captures the explant of this device and impact on the patient.